Manufacturer narrative:
The physician reported there was 1 leak and 1 bleed sometime between 2006-2008. It was reported a stent was placed for the leak. The physician did not have any additional information. Per the instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement, use of this product in applications other than those indicated has the potential for serious complications. Potential complications include: inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. Possible adverse reactions may include, but are not limited to: infection, inflammation, adhesions and hematoma.

Event description:
It was reported by our product specialist that the physician did an interview with the bariatric times regarding gore® seamguard® bioabsorbable staple line reinforcement. Reportedly, the physician mentioned, ¿I only had to take one patient back since 2006 for bleeding."